Manufacturer narrative:
H4: device manufactured on october 26, 2022- october 27, 2022. The device and two photographs were received for evaluation. A visual inspection with the naked eye and with magnification was performed on the actual sample which did not reveal any particulate matter in the fluid pathway of the device. The fill port cap was removed with no issue of connector or cap areas. A visual inspection of the photos revealed one colorless to white irregularly shaped polymeric appearing particle in the image. Therefore, the reported condition was verified in the photograph but was not verified during the evaluation of the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was found with a small particle. This was discovered during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.